Event description:
The customer reported that the insulin pump had time anomaly. Customer stated she wanted insulin pump replacement due to the insulin pump is always 1 minute behind. Troubleshooting was done. No blood glucose reading provided. Assisted the customer with a running a self test and test passed. Advised the customer to monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).